Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return as it was discarded. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a patient implanted with a cmesh implant had an infection. It was later reported that the patient did not have an infection and that the patient's wound dehisced. Reportedly, the cmesh implant was explanted on (B)(6) 2015. According to the report, there was no injury to the patient. It was also reported that there was no allegation that the cmesh implant caused or contributed to the patient's wound dehiscence and that there was no complaint against the cmesh implant.